Manufacturer narrative:
09/10/1997-supplemental report #1 submitted to FDA.

Event description:
During an unspecified procedure, the clips did not advance properly. The hosp has reported that no pt injury occurred.